Manufacturer narrative:
The device has been received by (B)(4). The investigation is still in progress. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report received from (B)(6) stated the device had a damaged neuro-tip. The device was not being used during surgery. It is unknown if patient or user injury was reported. No additional information was provided.